Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to charge and did not flash red when connected to a test battery charger. Additionally, the battery powered a test controller as expected with all four (4) leds on when it was fully charged; the battery was able to drive the system without any observed anomalies. Supplemental testing did not reveal any anomalies. As a result, the reported events could not be confirmed. Applicable risk documentation, experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger are most often attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and ca use the battery to flash red when connected to a battery charger. Based on the available information, a possible root cause of the reported "the battery charger shows red" event may be attributed to a high max error at the time of the reported event. The returned battery, however, did not exhibit a high max error when analyzed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery shows full bars, but does not connect to the controller. The battery charger also shows red when battery is connected. The battery has been replaced. No patient complications have been reported as a result of this event.